Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported that there is a crack on the batt compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, cracked reservoir tube lip, partially detached retainer ring, faded serial number label, missing display window cover, unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. Pump errors 3 and 4 are found in the long trace file. The pump error 3 occurred on (B)(6) 2021 at 8:29:04 am, 8:40:01 am, and 8:40:24 am, and the pump error 4 occurred on (B)(6) 2021 at 8:29:04 am, 8:40:01 am, and 8:40:22 am. The case was cut open. After visual inspection, there is corrosion on/around the following: electrical board1--j7, j2, u28, u26, q18, u22, q20; electrical board2-j1, terminal of the force sensor flex cable. An attempt was made to clean off the corrosion on electrical board2 j2 and the terminal of the force sensor flex cable; however, during boot up, the unit booted up to another open book. In summary, the customer's report of a crack on the batt compartment was confirmed during visual inspection. The critical pump error (open book image) alarm, pump errors 3 and 4 are due to the moisture damage on electrical board1.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment from top to bottom. No harm requiring medical intervention was reported. The device was returned for analysis.